Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is currently in-progress. Upon completion of the evaluation and investigation, and supplemental report will be filed. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp(B)(4).

Event description:
It was reported that one month after placement, the tungsten cylinders fell off and remained inside the patient. Some were removed via use of the "net" and some were removed through egestion. It was noted that some still remained inside the patient. No further information was received for this event.

Manufacturer narrative:
The returned sample corflo device was examined under magnification(30x) showing that the tubing had signs of damage. A section of the bolus tube appeared stretched, ballooned, and tore. There was a multi-directional external split/tear identified approximately at the 2.3 cm from the bonded joints between the ng tube and bolus plug. With the opening in the tubing, the tungsten weights could release without any resistance. The tubing (weighted tip) fabric was manually put back together to identify the origin of the split/tear and observe for any material missing from the device. After reviewing the closed tear, there appears to be no missing material or indentations identifying the origin of the tearing. The tear in the returned sample appeared to have been caused by excessive pressure in the bolus. The material had stretched, ballooned, and tore. However, the bolus is closed and the source of excess pressure is unknown. The root cause could not be determined. All information reasonably known as of 06-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).